Event description:
On (B)(6) 2012, pt reported having leaking concerns with the infusion device. Pt stated she is not sure where the leak originated, but thinks it is probably the insulin cartridge. Pt reported she discovered the leak when she received an occlusion and could smell the insulin. Pt stated it was a small amount of insulin that she was able to clean it out with a cloth. Pt reported she hears the audible click when connecting the infusion set tubing and infusion site. Pt inserts the infusion set manually. Pt stated the moisture was in the insulin cartridge compartment after removing the cartridge from the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the insulin cartridge, infusion set, and infusion adapter for evaluation.